Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at implant site was reported to abbott. The patient underwent an ipg pocket revision. The existing ipg was implanted in the same pocket, just placed ipg deeper. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned to address the issue.